Event description:
It was reported that noise was reproduced during an office follow-up. The doctor elected to perform a procedure to reposition the electrode. The patient was screened prior to the procedure and passed in the secondary and alternate sensing vectors. After the first retunnelling, the sensing failed in all three sensing vectors. After the second retunnelling, the sensing was good in the secondary and alternate vectors, but the system impedance was 145 ohms. The system failed to convert the induced arrhythmia. Some x-rays were taken to check the system. After the third revision was done the impedance was 170 ohms. The doctor elected to explant the system and replace it with a transvenous system. This was done successfully the next day. There were no additional adverse patient effects.